Event description:
On (B)(6) 2023, the user contacted dario to report inconsistent blood glucose (bg) readings.the user, who has four dario meters, reported bg readings 40 mg/dl to 60 mg/dl higher or lower from one of her dario meters when compared to the bg readings of her other three dario meters.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." The user reported that the inconsistent dario meter is the one that she uses at home. While on the phone with dario's representative, the user also reported that the inconsistent bg readings were not only between the one dario meter versus the other three dario meters, but also when compared to her non-dario meter and her cgm. The user reported that she tested her dario strips with dario's control solution and were found to be in range, however she still received bg readings that were between 40 mg/dl and 60 mg/dl higher than all the other meters. The user added that her other three dario meters are reading correctly. A replacement of dario's meter, was sent to the user together with two return material authorization (RMA) packages, to further investigate this issue. The RMA packages were received for investigation on november 9th, 2023. The meters were tested and were reading within range. Therefore, it was determined that this complaint is not due to a meter issue. The inconsistent bg readings may have been due to misuse of the strips. There is not enough information regarding the dario strips to investigate. No resolution is available.